Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there has been "connectivity disruptions" due to iui corrosion and other unspecified concerns with iui connectors. The facility has undergone significant remediation to their cleaning procedures, have noted a decrease in iui corrosion, but continue to have incidents. It was further stated that the customer uses iui covers however the extent of use is unknown at this time. There were no adverse effects caused to any patients from the events.